Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 7241744. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections.

Event description:
It was reported that the needle had pierced through the bd saf-t-intima¿ IV catheter safety system and was found during use after loosening the needle core. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse loosened the needle core, it's found that the needle through the catheter."

Manufacturer narrative:
Investigation summary: a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. This prevented our investigation team from conducting a device history review. Additionally, although a sample was submitted that displayed a pierced catheter, a review of the manufacturing line was unable to associate the root cause for this damage with any portion of the manufacturing process. Currently, bd engineers speculate that it is possible under the right conditions for the catheter to become pierced by the cannula when the device is being removed from a partially opened packaging unit. Conclusion: based on investigation results to date, root cause to manufacturing process cannot be determined.

Event description:
It was reported that the needle had pierced through the bd saf-t-intima¿ IV catheter safety system and was found during use after loosening the needle core. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse loosened the needle core, it's found that the needle through the catheter."

Event description:
It was reported that the needle had pierced through the bd saf-t-intima¿ IV catheter safety system and was found during use after loosening the needle core. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse loosened the needle core, it's found that the needle through the catheter."

Manufacturer narrative:
Additional information: the lot number was provided. D.4. Medical device lot #: 7241744. D.4. Medical device expiration date: 8/31/2021. H.4. Device manufacture date: 9/13/2017.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle had pierced through the bd saf-t-intima¿ IV catheter safety system and was found during use after loosening the needle core. This occurred on 3 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "when the nurse loosened the needle core, it's found that the needle through the catheter."